Manufacturer narrative:
Supplemental report submitted to include additional information received medical records review. Updated b1, b5, b6, b7, and f10. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Per an internal edwards technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. In this case, the complaint was confirmed from patient's medical record. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years 21 days post valve implant could not be determined but may be related to the patient's co-morbidities (history of autoimmune disorder, multiple valve disease) and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a thv territory manager that a patient with a 26mm sapien 3 (s3) valve, implanted in the aortic position for 5 years and 21 days, underwent a valve in valve procedure with a 23mm sapien 3 ultra valve due to severe calcification and severe stenosis with a mean gradient is 86mmhg. As reported, the patient presented to the facility with chest pain and dyspnea. The patient was diuresed on the floor for preparation of high risk tavr. Then, the patient underwent a tavr with a 26 mm edwards sapien 3 ultra via rfa approach. The 23mm s3u was implanted with +3 and approximately 80:20 aortic/ventricular position with respect to original 26mm s3. The team did not mention any issues with the use of the edwards devices. The patient was recovering in ICU.

Event description:
Edwards received notification from a thv territory manager that a patient with a 26mm sapien 3 (s3) valve, implanted in the aortic position for 5 years and 21 days, underwent a valve in valve procedure with a 23mm sapien 3 ultra valve due to stenosis. As reported, the 23mm s3u was implanted with +3 and approximately 80:20 aortic/ventricular position with respect to original 26mm s3. The patient was recovering in ICU.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.